Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 2 of 5. The home patient (hp) stated she disconnected incorrectly during dwell. The hp stated she reconnected and then got the alarm. The technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. The tsr assisted the hp to end therapy and remove the cassette. The hp would finish with manual bags. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.